Event description:
It was reported that during hemodialysis treatment with an ak96 and an u9000, a fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h1. Should additional relevant information become available, a supplemental report will be submitted.